Manufacturer narrative:
Additional information was received that high impedances were detected on the patient's lead. The spinal cord stimulator was also nonfunctioning. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had a lead that was not working correctly. The patient will undergo a revision.

Event description:
A report was received that the patient had a lead that was not working correctly. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient¿s stimulation was only covering one side. It was also noted that a lead was not reacting properly while testing was done in the operating room. The patient underwent a revision procedure wherein the physician saw that one of the leads was not attached and had it replaced. The revision was originally to just have an upgrade of the ipg. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lead that was not working correctly. The patient will undergo a revision.